Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a defective air and water supply. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to insufficient cleaning. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, air supply volume, water supply volume and water removal ability did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value; adhesive on the bending section cover had a chip and discolored area; plastic distal end cover, scope connector cover unit, protector of universal cord on control section side, protector of universal cord on suction connector side, universal cord, image guide protector, scope cover, switch box, lock engagement lever, free-engage knob, upward/downward angulation control knob, right/left knob, grip, and connecting tube had a scratch; light guide lens, objective lens, connecting tube, and control unit had discoloration; suction connector had corrosion and scratch; suction cylinder was shaved. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.